Event description:
The complainant reported a patient of unknown age and gender had an attempted impella 5.5 implant for mechanical circulatory support. Medical staff had issues having the pump connect ¿ an optical sensor system error was showing. The staff disconnected/reconnected the sensor, which resolved the issue. Approximately 50 minutes later and still prior to the implant, the team received a catheter disconnected error. The staff then opted to use a different pump for the implant. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the original report was filed. The pump was returned for investigation. No evidence of damage was noted on the returned product. The pump passed the laser continuity test, and all 5s optical parameters were within specification. Data logs show the placemat signal was not reliable, with zero snr values during the start of the case. The cause of the optical signal failure was an air gap from between the aic and the patient cable plug or within the middle of the red handle ferrule.